Manufacturer narrative:
UDI information: (B)(4). Sample was received for evaluation. Images were taken of the ¿as received¿ valve and are attached. The valve was visually inspected; the stator and x ray dot were dislodged. The valve was dismantled and was examined under microscope at appropriate magnification: corrosion was also noted on the stator. The cam magnets were controlled, and the magnets passed. The root causes for the dislodged stator could be partly due to the corrosion found on the stator and the x ray dot. The root cause of the corrosion could not be clearly determined. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that a hakim valve (ID: 823100 - hakim programmable valve) was implanted via v-p more than 10 years ago. The date of implantation and the initial setting are unknown. Recently the setting attempted to be changed but the setting could not be changed as intended. Therefore a revision surgery was performed on (B)(6) 2019. The patient is now under monitoring. The surgeon commented that the valve could has been damaged. The patient has primary disease. The valve was implanted due to secondary normal pressure hydrocephalus. The level of csf protein is unknown. No permeation of blood or debris to the cerebrospinal fluid was confirmed. The patient is recovering well. There was no surgical delay and there was no adverse consequence to the patient. No further information was provided by hospital.